Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump, which the customer successfully performed without the malfunction recurring. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the customer understood and agreed to do.